Manufacturer narrative:
This device is no longer reportable, no allegation against device.

Event description:
Additional information indicated the ipg became inoperable which was replaced. It was confirmed there were no allegations against this product.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31663. It was reported that the patient may have a system revision. Reason for revision is unknown at this time.